Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and the reported failure was confirmed and reproduced when connected to a system. System logs didn¿t confirm the error that occurred in the field. A visual inspection revealed no significant scratches or dents, and the front bezel was found to be in good condition. When the erbe was tested on a golden system in normal mode, the c-34 error occurred on startup. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reached out to the technical support engineer (tse) concerning the integrated electrosurgical unit (iesu) or erbe error code c-34 during the activation of the monopolar energy device. Tse instructed the customer to perform a power cycle on the erbe system, replace the energy cable, and swap the monopolar connector. Despite following each step, the issue persisted. The procedure was completed as planned with no reported injury.